Event description:
It was reported that the spinal hardware was removed from the patient because of a broken rod. New implants were used to replace the previous implants.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the fracture of a xia 4.5 titanium rod was confirmed via visual inspection of the returned device. A probable root cause for the rod breakage is instantaneous load over time and fatigue. Over the 2 year span the rod was likely exposed to fatigue/load which could have contributed to the failure. The surgical technique states that ¿the fracture of the rod can be caused by biological, mechanical and physiochemical factors,¿ but at this time a specific cause cannot be confirmed. Conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reported that the spinal hardware was removed from the patient because of a broken rod. New implants were used to replace the previous implants.